Manufacturer narrative:
The device was received and analyzed. Prior to the analysis, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was successfully interrogated. The inspection confirmed a loss of sensing in all channels in both unipolar and bipolar configurations, confirming the clinical observation. The follow-up data further showed that the sensing test was not successful. In addition, the threshold trend data showed a continuous increase in threshold values since implantation and the data showed fluctuations in the rv and lv lead impedances. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. Further, during analysis a sensing test was performed, confirming the observed loss of sensing. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. During subsequent analysis the device was opened and subjected to further investigation. Further in-depth analysis of the device revealed that an integrated circuit of the electronic module was damaged, leading to the observed device behavior. Based on the available information, the date of occurrence was not determinable. However, causal relationship between the reported accident and the damaged integrated circuit of the electronic module is unlikely.

Event description:
It was reported that the device was explanted and replaced due to a loss of capture. Approximately one week after implantation, the patient experienced a fall while performing garden work. During the follow-up visit, conducted three months post-implantation, a loss of capture was detected.